Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the guidewire was getting stuck in the microcatheter while introducing the same. There was catheter resistance in the middle of the catheter. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for treatment of ischemic stroke in the middle cerebral artery (mca). It was noted the patient's vessel tortuosity was minimal. The access vessel was the mca with a diameter of 4 mm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the guidewire was not a medtronic product. The cause of the resistance was not determined.

Manufacturer narrative:
H3. Product analysis: ¿equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿ as found condition: the phenom 21 catheter was returned for analysis within a shipping box; within a plastic bio-pouch; within an opened phenom 21 outer carton and inner pouch; and within a dispenser coil. ¿ damage location details: no flash or voids molded were observed in the hub. The catheter body was found to be kinked at ~6.7cm from the hub. The phenom 21 catheter tip and marker were examined; and no damages were found. No other anomalies were observed. ¿testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water was exited out from the distal tip. The catheter was then tested by running an in-house 0.021¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue; however, the resistance observed at the damaged location. ¿conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ was confirmed as the returned phenom 21 catheter body was found to be kinked. However, the root cause could not be determined. Possible cause includes using damage device and the vessel tortuosity. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.